Event description:
It was reported that a patient was on the table during an exam. The table top was moved and the patient's arm was caught between the table and myler cover. The patient received a fracture to their arm.